Manufacturer narrative:
Concomitant medical product(s): dtbb1d1 crt-d, implanted: (B)(6) 2015; 694758 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with cardiac arrest. It was noted a ventricular fibrillation (vf) episode had occurred after a sustained ventricular tachycardia (vt) episode was below the detection rate. Oversensing and undersensing prior to defibrillation therapy being delivered was observed. It was noted there was far field r-wave (ffrw) from the right atrial (ra) lead and t-wave oversensing (twos) from the right ventricular (rv) lead that resulted in delayed therapy. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.